Manufacturer narrative:
Device evaluated: device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient felt his generator move and then experienced a ¿shooting¿ pain. It was believed the pain was related to the device position. The patient¿s generator stated to have moved higher and toward the shoulder about a year prior due to significant weight loss. The patient was lying on his side that was causing soreness. The patient was prescribed pain medication, and the patient¿s surgeon decided to move the device lower in the patient¿s chest to try to alleviate the pain. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.